Event description:
The pt reportedly developed a hematoma over the implant site following reimplantation. Loss of lock occurred with the internal device. The pt's device was explanted. The pt will not be reimplanted. Advanced bionics is in the process of gathering more info. Once more info is acquired, a supplemental report will be submitted.